Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a 42-year-old female patient who had essure (ess205) (batch no. 624479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, pelvic prolapse, culdoplasty, leiomyoma nos and adenomyosis. Concomitant products included atenolol, fluconazole (diflucan), mestranol;norethisterone (necon), mestranol;norethisterone (ortho novum), nsaids, omeprazole, oxycodone and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery ((B)(6) 2014- hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, migraine, nausea, depression, anxiety and weight decreased outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Leave taken from this job or other job for medical reasons- hysterectomy, heart problems and anxiety, insomnia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded total bilateral occlusion. Both fallopian tube appear to be occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of ptc(product technical complaints). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') and genital haemorrhage ('general abnormal bleeding') in a 42-year-old female patient who had essure (ess205) (batch no. 624479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, pelvic prolapse, culdoplasty, leiomyoma nos and adenomyosis. Concomitant products included atenolol, fluconazole (diflucan), mestranol;norethisterone (necon), mestranol;norethisterone (ortho novum), nsaids, omeprazole, oxycodone and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In september 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In october 2007, the patient experienced depression ("depression, psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (B)(6) 2014 hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal infection, abdominal pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, migraine, nausea, depression, anxiety and weight decreased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Leave taken from this job or other job for medical reasons- hysterectomy, heart problems and anxiety, insomnia patient received treatment for pelvic pain, abdominal pain, general abnormal bleeding, vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded total bilateral occlusion both fallopian tube appear to be occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received reporter information was added. New event added abdominal pain, general abnormal bleeding. Event outcome added pelvic pain, abdominal pain, general abnormal bleeding, vaginal infection. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a (B)(6) female patient who had essure (ess205) (batch no. 624479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, pelvic prolapse, culdoplasty, leiomyoma nos and adenomyosis. Concomitant products included atenolol, fluconazole (diflucan), mestranol; norethisterone (necon), mestranol; norethisterone (ortho novum), nsaids, omeprazole and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery ((B)(6) 2014- hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, migraine, nausea, depression, anxiety and weight decreased outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Total bilateral occlusion both fallopian tube appear to be occluded. Most recent follow-up information incorporated above includes: on 6-aug-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, migraines / headaches, nausea, psychological or psychiatric problems condition: depression and mental anguish, weight loss" were added. Reporter, patient and product information were added. Concomitant medication and medical history were added. Outcome of event " pelvic pain" was updated as recovering. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.